Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced due to a leak. The leakage was found through a resistance test (ohm). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.